Event description:
On (B)(6) 2013 the patient contacted animas alleging issues with filling the cartridges and stated that the cartridges are leaking. Troubleshooting indicated the plunger came loose from the back end of the cartridge and the patient re-inserted the plunger. Customer technical support advised the patient that this is against the instructions for use, but the patient stated she believes it is a cartridge issue and requested two cartridges be replaced. The patient had reportedly discarded the cartridge, so they were unavailable for troubleshooting. There was no reported adverse event associated with this complaint. This complaint is being reported based on the allegation that the cartridges were leaking.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.